Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, a micrusframe10 coil 4mm x 11.5cm (mfr100412, 30508792) was bent. They opened another coil and continued without incident. There was no surgery delayed due to the event. The procedure was successfully completed. No patient consequences or medical intervention was reported. No additional information is available. The device was not returned for analysis; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30508792 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ kinked/bent¿ could not be confirmed. Based on the mre, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, a micrusframe10 coil 4mm x 11.5cm (mfr100412, 30508792) was bent. They opened another coil one and continued without incident. There was no surgery delayed due to the event. The procedure was successfully completed. No patient consequences or medical intervention was reported.